Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the right coronary artery (rca). After a 3.5x8mm nc trek rx balloon dilatation catheter (bdc) was used, the balloon was noted to not deflate properly, and during removal the bdc was noted to be stuck in the delivery catheter. There were no adverse patient effects nor clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
E1 correction: initial reporter establishment name, address, city, postal code, phone number updated.